Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a highest reported glucose of 369 mg/dl and concurrent readings of 290 mg/dl by cgm and 265 mg/dl by fingerstick at call start, while using a dexcom g7; the user reported no symptoms and observed glucose trending downward during the interaction. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education regarding meal announcement practices and consistency of carbohydrate intake. Investigation of this case revealed an unclear cause of hyperglycemia, with potential contribution from meal announcement timing or carbohydrate estimation error, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.